Event description:
Drug/diluent: 4900 mg of 5 fu and saline. Fill volume: 240 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: IV line / port catheter. Summary: the distributor reported a fast flow of a pump that was expected to finish in 48 hours but finished in 38 hours. Incident as reported: "the pump was primed for 48 hours but the drug was finished after 38 hours." This incident was discovered by that patient at home. The pump was filled on (B)(6) 2014, by a nurse using an easyfiller to 240ml. The infusion was started on (B)(6) 2014, and ended on (B)(6) 2014. The pump was infused at room temperature via a port catheter. No adverse or clinical effects noted. The sample will not be returned.

Manufacturer narrative:
The sample has been received by the reporter for inspection and evaluation. A visual examination was performed on the unit, and a review of the device history record (DHR) was conducted for the lot number reported. Results will be provided once the evaluation and investigation have been completed. Per the DHR review there were no reworks, special conditions, or related nonconformity reports (ncrs) for this reported lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Our investigation and evaluation is currently in progress, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.